Event description:
It was reported that there was dysfunction of the left ventricular (lv) lead after infarction and the patient experienced symptoms of heart failure. The lead was replaced. The patient is enrolled in the optilink clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: a 6944-75 implantable tachy lead: (B)(6) 2008; a c174awk implantable cardioverter defibrillator: (B)(6) 2008. (B)(4).